Manufacturer narrative:
Corrected data: the date device returned to manufacturer was documented as december 4, 2018 in the initial report. This has been corrected to december 2, 2018 I. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device was not locking properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the adapter device failed the locking latch assessment. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Corrected data: the date the device was returned to the manufacturer was reported as 12/2/18 in the initial report and has been updated to 12/4/18. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event.